Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. Poor communication on the patient programmer was reported. The patient could not get the stimulator to work. When she pressed the patient programmer she got the poor communication screen with and without the antenna attached. The patient also confirmed that she got the reposition antenna screen on the recharger. She had not been able to get it to work for a long time. The patient was unable to communicate with the recharger. The patient stated that she would say a year prior to (B)(6) 2017 was when she last felt stimulation. The patient did not know when the last successful charge session was, but it was noted that it was more than one to three months ago. When asked about when the last successful recharge session was, the patient stated that it totally almost recharged right now and so she did not know when she last recharged. The patient stated that she recharged maybe a week prior to (B)(6) 2017 and that she was apparently able to recharge successfully; however, upon further troubleshooting it was determined that the patient recharged the recharger and not the implant which was confirmed by the patient. The patient confirmed that she did not know when she last recharged the implant successfully. The patient was scheduled to have the implant taken out unless she could get it to work. The patient knew she was considering taking the device out and wanted to make an effort to make it work again, but was unable to recharge because she got the reposition antenna screen. The patient was redirected to follow-up with a healthcare professional to address the suspected over-discharge issue. The patient seeing the poor communication screen and reposition antenna screen, being unable to get the stimulator to work, and being unable to charge the implant began between six months to a year prior to (B)(6) 2017. Additional information received from the consumer indicated that no steps were taken to resolve the inability to charge the implant. The patient was having the implant removed next week. It was not working to help the pain or technically.